Event description:
Related manufacturer report number: 1627487-2023-04448. Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced. During the procedure it was discovered that the patient's lead was fractured and has high impedances, the patient still has therapy. Patient's therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. D6a: implant date is unknown.

Event description:
It was reported that the patient's ipg is at end of life. Surgical intervention is pending to address this issue.